Event description:
The tech alleged that the bed would not go into trendelenburg or reverse trendelenburg function. No pt impact.

Manufacturer narrative:
The tech replaced both trendelenburg assemblies to resolve the issue.